Event description:
The following info was provided by the cook area rep based on comments made by the user: the expiration date on the band ligator was may 2012. However, when the bands deployed, they acted like they were expired. The bands were as wide as the barrel when they deployed; there wasn't any elastic strength. The bands did not stay on the varices and fell off. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The instructions for use caution the user not to apply alcohol to the device. Application of an alcohol-based lubricant or other substance could have contributed to the reported occurrence. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.